Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited delayed automatic mode switch while the patient was in atrial flutter. Programming changes were made. The patient was in stable condition.